Event description:
Additional information received for report mw5106993 on 2/28/2022 to update MFR.

Event description:
Due to device not balanced for a raka the chair is under strain on the left side causing the welded tubes frame to buckle and split causing me to be tipped out of the chair. This has been reported with no outcome. I suffered a bad injury and am unable to wear my leg, but no one seems responsible. FDA safety report ID # (B)(4).